Manufacturer narrative:
The actual device was returned and evaluated by cardinal health. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the black handle with the proximal portion of the sealant protruding out from the slit of the shuttle cartridge tubing. A portion of the sealant was observed adhered to the catheter shaft approximately 86 mm from the balloon proximal tip. The shuttle down procedure was simulated and the advancer tube was able to properly engage the distal tamp lock. The condition of the returned device indicates an incomplete engagement of the advancer tube. The catheter, shuttle cartridge, advancer tube and tamp locks were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. A review of the lot history record (f1617602) indicated that there were no reworks or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided and the investigation performed, the reported event was probably caused by an incomplete engagement of the advancer tube during the procedure. If the green shuttle is not advanced until resistance is felt (per mynx instructions for use (IFU), step 2-deploy sealant, figures 4a & 4b), the advancer tube will not be engaged to the distal tamp lock. This will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during retraction step, resulting in the device failing to deploy. However, based on the information reported, it cannot be conclusively determined why the shuttle down step could not be completed. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that the mynxgrip sealant which is indicated for extravascular closure was deployed outside the patient's skin and the sealant was observed above the skin level. The device was being used with a 5f procedural sheath for arterial closure following a diagnostic procedure. The device was deployed as per the instructions for use. The user shuttled down completely. It is unknown whether or not significant resistance was felt when shuttling down. It is unknown whether or not unusual force was applied when retracting the sheath. Manual pressure was applied for 15 minutes to achieve hemostasis and no hematoma or bleeding was noted. The patient's hospitalization was not prolonged and there was no adverse event as a result of this reported device failure. Additional information was requested, but was unknown.